Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug19. The manufacturer's filed service engineer (fse) performed remote troubleshooting. The customer was instructed to calibrate the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen was not sensitive. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.